Event description:
A pulsat probe was placed on the patient's finger but no saturation was detected; a red light on the device was noticed to be blinking so connections rechecked and plugged back in. We were still unable to collect a saturation despite checking the connections several times. We got a new one and it worked fine. We are not sure if this was out of the same lot or not. The patient was not harmed in any way.